Manufacturer narrative:
(B)(4). Batch # t5ac2k. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with two cartridge reloads present. The cartridge reload (b) was received partially fired 1/4. Upon evaluation, the reload was noted to have the alignment stop tabs damaged. The cartridge reload (c) was received partially fired 1/4. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The damaged on the alignment stop tabs, it is possible that the tabs were damaged due to an improper loading technique. Please note that to insert a new reload, slide it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. The partially fired is consistent with an incomplete or interrupted cycle. Reload b: gst60d, t5a05g, partially fired 1/4 and damaged. Reload c: gst60b, t5al6p, partially fired 1/4. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic distal gastrectomy procedure, the device loading a blue cartridge could not be fired at the first firing on the duodenum. The surgeon thought that there was a possibility the target tissue was thick, so that the cartridge was replaced to the gold cartridge. But, the same event continued. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.